Manufacturer narrative:
Correction: added code 3221; removed code 10.

Manufacturer narrative:
The pump was returned for investigation; however, the alleged leaking cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that 2 cartridges were observed to be leaking at the septum during the loading sequence. Cartridges were not used. Customer's blood glucose was within range (value not provided).